Manufacturer narrative:
Unit received with cracked and bleeding glass on lcd board. Unit received with cracked case at display window corners and battery tube threads. Unit received with minor scratches on lcd window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump display screen is cracked. Customer does not recall any significant events leading to the error, but indicated that he threw it on the bed and it fell on the floor. Customer's blood glucose was 180 mg/dl at the time of incident. The customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.